Event description:
It was reported to philips that the device experienced a pacer equipment malfunction. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a pacer equipment malfunction. The device was received by the philips bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty therapy pca. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Upon conclusion of the initial evaluation, it was original reported that this was a malfunction of the therapy pca. The therapy pca was replaced to resolve the reported issue and the device was returned to the customer site. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues that could have caused or contributed to the original allegation. The therapy pca was found to be fully functional and a cause for the reported issue could not be determined. No further investigation is required at this time.

Event description:
It was reported to philips that the device experienced a pacer equipment malfunction. There was no patient involvement.